Event description:
It was reported that: "when screwing into the broken screw, the extraction rod tip broke off."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.